Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to parts remaining in the connector section. There was also found to be low light intensity and a deposition of dust. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were parts that remained in the connector while using the video system center. The diagnostic procedure was completed without delay. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the c ring, which was the component of enf-v3, was damaged and remained inside the s socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]: never apply excessive force to this product, peripheral devices, and cables. Product damage or malfunction can result. // [3.1 cautions for installing and connecting the device]: do not apply excessive force to the connectors. Connector damage can result.¿ olympus will continue to monitor field performance for this device.